Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device verified that the lot met all pre-release specifications. The device remained implanted; consequently, a direct product analysis was not possible.

Event description:
On (B)(6) 2015, an axillobifemoral gore-tex® stretch vascular graft was used in a right axillary artery -left carotid artery -left axillary artery bypass surgery for tevar. On (B)(6) 2015, a seroma was observed on the graft near the anastomotic site of the right axillary artery. The physician determined to monitor the patient. On (B)(6) 2015, a needle aspiration procedure was performed to treat the seroma. On (B)(6) 2015, a continuous seroma formation was observed. A drainage was performed. On (B)(6) 2015, a continuous growth in seroma size was observed. Fibrin glue was applied on the graft where the leakage of the serous fluid was observed. The leakage stopped after the application of the fibrin glue. The physician will continue to monitor the patient.